Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device returned. Initial reporter name and address: address provided for reporting. A review of the device history record. Part: 03.010.475, lot: 2731798, manufacturing site: bettlach, release to warehouse date: 25.july 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary complaint summary: it was reported that on (B)(6) 2019 during an unknown procedure, the impactor/ driving cap broke off into the insertion handle right at the end of the procedure. The procedure was completed though it is unknown how it was completed. There was no surgical delay reported. Patient and procedure outcome were unknown. Concomitant device reported: insertion handle (part# 03.010.440, lot# 157233, quantity 1). This complaint involves one (1) device. Flow: damage. Visual inspection: the driving cap (part # 03.010.475, lot # 2731798, mfg # 25-jul-2011) was received at us cq with the distal tip broken off completely. This is consistent with the reported complaint condition, thus confirming the complaint. The broken portion of the device is embedded in the insertion handle (part# 03.010.440, lot# 157233) which is a concomitant device. Dimensional inspection: dimensional analysis was not performed as relevant features are inaccessible. Document/specification review: the following drawing(s) was reviewed; connector f/insertion handle f/pfna: se_369219 rev c. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no correction device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage visual inspection: the driving cap (part # 03.010.475, lot # 2731798, mfg # jul 25, 2011) was received at us cq with the distal tip broken off completely. This is consistent with the reported complaint condition, thus confirming the complaint. The broken portion of the device is embedded in the insertion handle (part# 03.010.440, lot# 157233) which is a concomitant device. Dimensional inspection: dimensional analysis was not performed as relevant features are inaccessible. Document/specification review: the following drawing(s) was reviewed; connector f/insertion handle f/pfna: se_369219 rev c. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.475, lot: 2731798, manufacturing site: bettlach, release to warehouse date: july 25, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, an impactor broke off the insertion handle upon the final strikes of impacting an unknown nail down. The nail was in a perfect location so no other additional strikes were needed. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: insertion handle (part# 03.010.440, lot# unknown, quantity# 1), unknown nail (part# unknown, lot# unknown, quantity# 1), unknown hammer (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown procedure, the impactor/ driving cap broke off into the insertion handle right at the end of the procedure. The procedure was completed though it is unknown how it was completed. There was no surgical delay reported. Patient and procedure outcome were unknown. Concomitant device reported: insertion handle ( part# 03.010.440, lot# 157233, quantity 1). This is report 1 for 1 (B)(4).